Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by a piece of plastic found inside the usb port of the pump resulting in damage to the port. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.